Manufacturer narrative:
Device evaluated by manufacturer: report of stenosis was confirmed through observed calcification and report of insufficiency was confirmed through observed leaflet tears. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Leaflet 1 had a 5mm tear near commissure 1, a 3mm tear in the mid area, and a 1mm perforation. Leaflet 2 had a 5mm tear near commissure 2, a 3mm tear in the mid area, and a 6mm tear near commissure 3. Leaflet 3 had a 2mm tear in the mid area of the leaflet. Calcification was evident at the tears. Hematomas were observed on leaflets 2 and 3 on the outflow aspect and leaflet 2 inflow aspect. Wireform was exposed on commissures 1 and 2 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Based on product evaluation findings, calcification restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted valve has not been returned for evaluation. However, the stenosis and insufficiency in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd and calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a bioprosthetic aortic valve, implanted for five (5) years and five (5) months, was explanted due to severe aortic stenosis and moderate aortic insufficiency. The explanted device was replaced with another edwards bioprosthetic valve. The patient also presented with chf, nyha class IV, severe pulmonary hypertension, dilated cardiomyopathy with ef 35%, cardiogenic shock, and severe coagulopathy. To summarize this case involved a (B)(6) year old male with a history of avr, cryo-maze procedure for atrial fibrillation, permanent pacemaker placement, prosthetic valve endocarditis with cardio bacterium hominis. He presented with severe stenosis and moderate to severe insufficiency. Over time he progressed from class ii symptoms for diastolic heart failure to class IV diastolic heart failure symptoms. He underwent redo aortic valve replacement and iabp. Intraoperatively, the prosthetic aortic valve was calcified. Fibrotic leaflets with restricted leaflet mobility and poor coaptation was also found. The annulus was prepped and a new aortic valve was lowered and sutured into place using cor-knot device. It was noted there was excellent seating of the valve and good leaflet mobility. He was weaned from cpb. It was felt that he would benefit form inotropic support and placement of iabp. An intra- aortic balloon pump was placed with inotropic support and he remained hemodynamically stable. Echocardiogram revealed no mr, tr and there was no paravalvular or central leak noticed on the aortic valve.